Event description:
It is reported that a customer received a battery outage alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Insulin pump was unable to perform displacement test or verify battery out limit alarm due to unresponsive buttons. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.